Event description:
This report includes corrected device batch/lot information.

Manufacturer narrative:
Corrected information: b5, d4, g3, h2, h4.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz, no error messages were displayed; however, pins 13 to 14 and 14 to 15 read as open circuits. A fracture in the 19-pin connector flex circuit was located on the eeprom to pin 14 trace, consistent with the observed error message and with the reported event. The deformable body thermocouple met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported issue will continue to be monitored.

Event description:
During the premature ventricular contraction procedure, optical issues resulted in a procedural delay. It was noted that the catheter would not zero. The tactisys was changed with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the procedure.